Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent was contaminated and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic transgastric drainage procedure performed on an unknown date. During the procedure, resistance was felt and the axios stent did not fully deploy. The axios stent was removed from the patient partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."